Manufacturer narrative:
On the previous follow up it was mistakenly stated " the associated complaint device was not returned for evaluation. Please see attached the results of our investigation. "The correct statement was: "please see attached the results of our investigation"

Event description:
It was reported that a total knee replacement surgery took place. The insert fell out after 5 attempts, therefore the surgeon decided to use a back-up. Due to the many attempts with the insert, the surgery time was extended 40 minutes.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see attached the results of our investigation. (B)(4).